Event description:
Boston scientific received information that this right ventricular (rv) lead had a pacing impedance of less than 100 ohms. Upon investigation it was noted that this rv lead was not capturing nor sensing. The patient is asymptomatic with a sinus rhythm in the 50s. The output was set to maximum and there was still no capture. Sensitivity was reduced and the device was still not sensing the patient's sinus rhythm. The patient's defibrillator was disabled and the patient was being scheduled for a future changeout. No adverse patient effects were reported.

Manufacturer narrative:
At this time the rv lead remains in service. Should additional information become avaialble this investigation will be updated.